Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after she inserted a tampon she tugged on the string and it broke leaving only a short piece of string attached. She had to manually remove the tampon.